Event description:
The affiliate reported that during a laparoscopic cholecystectomy, the guide of the vinyl pouch broke the package. A new instrument was used to finish the case. No pt consequences were reported.